Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented the cylinders ruptured. The ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated evaluation conclusion codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. It was found that the first cylinder had a hole in the outer tube and broken fabric threads from kink resistant tubing (krt) wear at the proximal end. The outer sleeve was detached, and wear was observed at folds in the proximal, middle, and distal ends of the cylinder. Additionally, the cylinder did not pass the leakage testing due to a leak from krt wear in the proximal end. The second cylinder had wear at folds in the proximal, middle, and distal ends of the cylinder. However, the cylinder passed the leakage testing. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and leak testing. It was observed that the ms pump krt were worn to the filament. Ms pump passed the leakage test, however, did not pass the functional tests. Finally, the flat reservoir was microscopically inspected and leak testing, it was observed to had wear at a fold in reservoir shell. Flat reservoir passed leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented the cylinders ruptured. The ipp was removed and replaced. There were no patient complications reported.